Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up at clinic, the right atrial lead was found to be dislodged. The lead was unable to be repositioned, so it was explanted and replaced. The patient was stable with no consequences.